Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-08052- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024 and (B)(6) 2024. The blood glucose of the patient was 160 mg/dl. Moreover, the infusion set was used for 12 hours fo event one and 24 hours for event two. No further information available.